Event description:
Procedure type: bowel resection. According to the reporter: the surgeon used the stapler to create an anastomosis on the bowel. After being deployed, the staple line began to ooze. The surgeon used another reload, but the same thing happened. The surgeon cut out the stapled section of the bowel and hand sewed the anastomosis. This resulted in tissue damage and unanticipated tissue loss. There was no bleeding reported in excess of 500cc. No reinforcement material was used in conjunction with the stapling device. The case was extended by more than 30 minutes as a result of this problem. However, there was no adverse event reported as a result of the delay in surgery.

Manufacturer narrative:
(B)(4).